Event description:
It was reported that the patient was dissatisfied with his ambicor penile prosthesis. The implant was not seated distally into the glans. The patient underwent surgery and measurement confirmed that the patient needed a prosthesis two centimeters longer. Therefore, the device was replaced. There were no patient complications.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the event of prosthesis length too short was most likely determined to be an inadvertent/unintentional interaction of the user with the device. A conclusion code of unintended use error caused or contributed to event was assigned to this investigation.

Event description:
It was reported that the patient was dissatisfied with his ambicor penile prosthesis. The implant was not seated distally into the glans. The patient underwent surgery and measurement confirmed that the patient needed a prosthesis two centimeters longer. Therefore, the device was replaced. There were no patient complications.